Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia upon waking while using the ilet with a steel infusion set and a recently applied libre 3+ sensor, with cgm readings up to 291 mg/dl and a confirmatory fingerstick of 305 mg/dl; the user successfully bolused for breakfast and planned an infusion set change later the same day. Symptoms included no reported clinical symptoms despite elevated glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included review of device use data and user-reported troubleshooting, including confirmation of data sync, meal announcement timing, and absence of known contributing factors such as illness or medication changes. Investigation of this case revealed an unclear cause of hyperglycemia without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.